Event description:
The pt had a medline 10mm flat silicone drain inserted during a cholecystectomy on (B)(6) 2009. Upon removal of the drain on (B)(6) 2009, through a stab wound on the right subcostal area of the pt's abdomen, the drain tube broke leaving part of the tubing inside the individual. The pt was then taken back to the operating room and under general anesthesia the drain was removed.